Manufacturer narrative:
(B) (4). Results - error code displayed. The plan to check the system is currently under negotiations with the customer. (B) (4)

Event description:
The customer reported that the system displayed an error code displayed on the system. No patient injury was reported.